Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net with far r-wave over-sensing from their implantable cardioverter defibrillator causing inappropriate mode switch episodes. Programming changes were discussed with a healthcare provider. No patient condition after the event was reported.